Manufacturer narrative:
Investigation result of guidewire distal tip detached, exposing the tip of the metal corewire. A visual examination of the returned guidewire revealed that the distal tip was detached, exposing the core wire tip by less than 1mm. The detached segment was not returned and there was no evidence of core wire fracture. Evidence of adhesive remnants were found which indicate that the pebax tip was correctly adhered during manufacturing process. Sanding marks were found on the core wire and the tip coating was noted to have slipped out of the flare. The remaining pebax had straight cuts which were consistent with damage due to mechanical causes. The complaint is not consistent with the returned guidewire since the distal tip was detached and the corewire tip was exposed. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿ a DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip peeled; however, the tip of the metal core wire was not exposed. No part of the guidewire detached inside the patient. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on november 26, 2015 that the distal tip was detached, exposing the tip of the metal corewire.